Event description:
Patient had procedure of system (generator and leads from a competitor) extraction completed by physician prophylactically. Post-operatively, the patient was reported by facility staff to have stopped breathing before the patient reached the recovery room. Resuscitation interventions were attempted by facility staff. Patient was declared deceased. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).